Event description:
It was reported that an edwards' annuloplasty mitral ring was explanted after a duration of 2 months. As per the initial report, "no prosthesis was used to replace the ring. The valve was found competent at the conclusion of the procedure. The explanted ring was cultured for infection; results were positive. The explant was sent to pathology." Multiple attempts with hospital nurse, pathology and risk management to obtain additional information about this event were unsuccessful. There has been no information to suggest a device malfunction related to this event.

Manufacturer narrative:
As stated, multiple attempts with the initial reporter and healthcare provider have been unsuccessful to obtain any additional details about this event or patient. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information does not suggest any device quality deficiency related to this event. Explants of annuloplasty rings at sometime during a postoperative period (> 0 days) are performed for a failed valvuloplasty repair, and are typically related to a failed valvuloplasty or progression of patient's disease, and not to a ring failure or malfunction.